Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels for the past month. The patient reported bg levels of "350-503 mg/dl" with symptoms of thirst, headache, nausea, and ketones. The patient claimed that her bg levels would respond to injections but not boluses via the pump. Through troubleshooting, no issues were noted with the infusion set, sites, or cartridges. However, the animas representative involved in this contact noted questionable viability of some infusion sites due to areas of scar tissue. A review of the pump's alarm history revealed multiple occlusion alarms. The prime history also revealed multiple site changes. The tdd was as expected. The pump's history revealed occlusions had occurred during some bolus and basal deliveries. The patient's insulin was also questionable since the animas representative noted that the bottle had been opened longer than 28 days. The animas representative was unable to identify any problems with the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed her bg's were not responding to boluses via the pump and that she developed an elevated bg level that meets animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/11/2011 device evaluation: the pump has been returned and evaluated by product analysis on (b)(6 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump was exercised for 29 hours with no insulin delivery issues occurring.